Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken and openings on anterior side assessed as surgical damage. Additional observations: no other observations observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, d9, e1, h3, h6.

Event description:
Healthcare professional reported a left side rupture. Healthcare professional later reported "hole, non-specific." Device has been explanted and not replaced.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.